Event description:
It was reported that a homechoice cassette leaked from the tubing (details not provided). This was observed before patient use. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). The sample was not returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.